Event description:
Country of complaint: (B)(6). When the surgeon inserted this screw by using screw driver (fw213r), he felt a bad fit. Because the direction of inserting the screw was changed, the surgeon tried to re-insert. At this time, screw was disconnected from fw213r and pressure bezel came off. Surgery was delayed for 15 minutes.

Manufacturer narrative:
Us reporting agent notified on 01/08/2015. Manufacturing site evaluation: evaluation on-going at OEM.